Event description:
Medtronic received information that same day of the implant of this transcatheter bioprosthetic valve, the patient expired. The nurse at the surgeon's office reported that the cause of death was not related to the valve or its function. The patient had multiple comorbidities that contributed to the death.

Manufacturer narrative:
Product analysis: the device will not be returned as an autopsy will not be performed, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.